Event description:
The customer reported via phone call that she was stuck in a priming loop. Customer's blood glucose was 25 mg/dl at the time of the accident. Customer's current blood glucose was 363 mg/dl. Customer stated that the paramedic provided dextrose on (B)(6) 2015. Customer was treated at home and the pump passed the displacement test. Customer was advised to monitor the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.